Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a wound dehiscence and infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The patient was also administered a wound vac to further address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.